Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported the pump and catheter were replaced in (B)(6) 2010 due to leaks in the catheter. The drug delivered by the pump was unknown. Patient outcome was not provided. Additional information was requested, but was not available for the date of this report.